Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue of errors 4001 and 4004, can manually move turntable in both directions, says its stiff but analyzer will not initialize without error, turntable slip error. The motor to the turntable slipped. Fse adjusted the turntable motor. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was needs an adjustment to the turntable motor.

Event description:
On (B)(6) 2015, a customer reported turntable slip 4001 and turntable home 4004 errors after pm with their aia-360 analyzer. The customer is unable to run ctnl2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.